Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "code blue nurse pulled the orange tab but the driver did not engage. There was a delay to treatment as another device was used from another code cart. There was no harm to patient as a result. "

Manufacturer narrative:
(B)(4). The reported complaint of "ez-io driver - no power/lost power before use" was confirmed based upon the investigation of the sample received. The customer provided one photo and returned one sm200 ez-io single use-power driver assy for investigation. The dimensional and functional testing analysis determined that the failure is the result of a bent positive contact during assembly. A device history record review was performed, and no relevant findings were identified. Based on the investigation of the returned complaint device, the root cause was identified to be related to manufacturing. A CAPA was implemented under teleflex's quality systems to address this issue. The returned sample was manufactured prior to the implementation of corrective actions.

Event description:
It was reported that: "code blue nurse pulled the orange tab but the driver did not engage. There was a delay to treatment as another device was used from another code cart. There was no harm to patient as a result. "